Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The bag to vent microswitch was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction of the bag to vent switch preventing mechanical ventilation. The patient was switched to manual ventilation, and case resumed. There was no report of patient injury.